Manufacturer narrative:
On (B)(4) 2018 an immucor technical support used a remote electronic connection method to review test records from the relevant batch runs of (B)(6) 2018; camera images were optimal and aligned, the event log showed no errors during processing and specimens were acceptable based on color check images. On (B)(4) 2018 an immucor technician inspected and serviced echo instrument serial number (B)(4). The technician performed and unexpected checklist with expected results. A manifold pin was found to be bent and was fixed. The technician ran sample that was an unexpected negative and it resulted in a weak positive. During instrument verification the technician initialized instrument successfully, ran daily and weekly maintenance successfully, ran reagent qc successfully, and ran samples type and screen successfully. On (B)(4) 2018 an immucor technician again inspected and serviced echo instrument serial number (B)(4). The technician found the washer in need of replacement and the probe tubing dirty. The washer manifold and probe were removed and replaced. The technician ran two samples that had been unexpected negatives; one resulted in a negative (sample is almost a week old) and the other resulted in a 2+ and 3+ as expected. During instrument verification the technician initialized instrument successfully, ran daily and weekly maintenance successfully, ran reagent qc successfully, and ran samples type and screen successfully no sample or product was returned to immucor for evaluation. (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected negative screen results using capture-r ready-screen 3 on the echo instrument.